Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 7. Reference manufacturer reports: 1627487-2011-02244, 1627487-2011-02245, 1627487-2011-02247, 1627487-2011-00248, 1627487-2011-02249 and 1627487-2011-02250. The pt had two scs systems, including two ipgs, four percutaneous leads and an extension, implanted occipitally for migraine headaches (off-label). It was reported that both systems were explanted and not replaced due to pain at the implant site. The pt also indicated the stimulation was inadequate as she was experiencing breakthrough pain. The scs products were returned to the manufacturer for analysis; however, analysis is currently in process. Follow up on the pt found no further issues reported.